Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. Tandem technical support instructed the customer to disconnect the tubing, tighten the connection, and deliver a 5-unit bolus, however, the customer disconnected the call. No additional information was obtained.